Manufacturer narrative:
Customer preformed evaluation.

Event description:
It was reported via repair work order that the power load would not secure the cot due to a damaged anchor paw. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.